Manufacturer narrative:
(B)(4). A batch review has been conducted which revealed product met all of the acceptance criteria for release. The problem was not confirmed and the assignable cause is undetermined.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the patient was vomiting during use of an infusor. The product was flowing fast during the infusion. There were 0.25% bupivacaine 120ml, 50mg/ml fentanyl 24ml and normal saline 96ml being used. Baxter is in the process of obtaining additional information regarding this event.